Manufacturer narrative:
A device is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Pir # (B)(4).

Event description:
It was reported that the nurse injected insulin into the patient's upper arm with a bd insulin pen needle because the patient was unable to perform this procedure for himself. The needle broke off in the patient's upper arm. The patient received an x-ray to detect the needle and he subsequently had surgery to remove the broken needle and receive antibiotics.